Event description:
Two pts with discrepant results. Initial results not reported. Pt 1: initial tsh result 0.053 uiu/ml, repeat 0.407 uiu/ml; initial ft4 result 0.026 ng/dl, repeat 0.909 ng/dl. Pt 2: initial tsh result 0.048 uiu/ml, repeat 1.96 uiu/ml. The field service rep determined root cause to be a defective measuring cell, which was replaced. Performance tests were performed and within specification.